Manufacturer narrative:
(B)(4).

Event description:
Procedure: pneumonectomy. According to the reporter: the device was used to make other resections (artery and veins) and it properly worked. The handpiece with reload was placed to perform resection on the main bronchus, but during the section of the right main bronchus device broke at the joint between the handle and reload. The distal end of the instrument shaft broke. The surgeon reports that a piece of metal was came out from the proximal part of the reload remained closed. Pieces of the instrument shaft were retrieved. The piece was mistakenly thrown away. The instrument was able to be fired but it got stuck after an advance of about half a centimeter. The device was clamped on tissue when the product problem occurred. The surgery was completed with manual suture. Piece fell into the patients cavity but it was immediately retrieved and discarded. Extension of the surgery time by more than 30 min. No adverse event was reported as a result of delay in surgery (i.e. An extension of the hospital stay, infection, etc.). No reinforcement material was used in conjunction with the stapling device, no blood loss of more than 500cc, no irreversible damage to vascular tissue. Repertorio ref. (B)(4) for the handle and ref. (B)(4) for reload.